Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, supplies were leaking and one of the lines was not connected properly, which is known to cause this alarm. The cause of the connection issue and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of six of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that ¿supplies were leaking, one of the lines were not connected properly.¿ renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.